Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that device had an air leak in the hose could not be confirmed. However, during evaluation it was determined that the device failed cutter lock verification, the lock cylinder pawls were damaged preventing the device from locking the cutter and lock cylinder pawls release were damaged and the device was power broken. It was further noted that the device had unintended motion and component damage. The assignable root cause was determined to be due to trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a leak in the hose. During in-house engineering evaluation, it was determined that the device failed cutter lock verification, the lock cylinder pawls were damaged preventing the device from locking the cutter and lock cylinder pawls release were damaged and the device was power broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.